Manufacturer narrative:
The primary author of the published article is dr. Fei luo.

Event description:
An article was published in laser medical science for a retrospective study assessing the safety and efficacy of greenlight laser photoselective vaporization of the prostate (pvp) for the treatment of benign prostate hyperplasia/lower urinary tract symptoms (bph/luts) in patients with different post-void residual urine (pvr). A 429 patients treated with pvp between january 2014 and january 2016. The article includes report of postoperative complications but does not include adequate information to determine the number of patients impacted by the reported complications. The complications reported from the study were gross hematuria, urinary tract infection, urinary incontinence, and epididymitis. The authors stated that there were no severe complications requiring re-hospitalization or re-operation. No other information is available.